Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient had a leak and a visible hole in the pd catheter extension set. The patient stated that the clamp used on the extension set created the hole. The patient has to visit the ER to get the extension set changed and was kept for less than 24 hours. The patient did not show any signs of infection and was not treated prophylactically with antibiotics.